Manufacturer narrative:
(B)(4).

Event description:
It was not possible to turn the helix during implantation of the lead. Further information was not provided.

Manufacturer narrative:
Evaluation summary: as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue stopping the helix from being rotated. X-ray examination of the entire lead was normal no anomalies were noted. After cleaning the lead and by applying torque to the connector pin, the helix could be fully extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.